Event description:
The patient presented in the ER after receiving multiple shocks. It was noted that the episodes all appeared to be noise. Review of the fluoroscopy revealed externalized conductor. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.